Event description:
On (B)(6) 2012, customer reported that they received two glucose cartridges from one kit box that were leaking from the bottom seal. No injury was reported. The customer was wearing lab coat and gloves. Each cartridge contained 104 ml of reagent. Estimated total volume that leaked from the two cartridges is 208 ml. A replacement kit was sent to the customer. It was decided that an MDR should be filed because the reagent contains material of animal origin that is potentially infectious, and upon recur, could cause serious injury.

Manufacturer narrative:
(B)(4).